Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2013 and suture was used. While suturing the uterus, the needle pulled off of the suture in the process of cerclage of the cervix. It was reported that another suture was used to complete the procedure. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4). Conclusion : the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: the actual device involved in this event was returned for evaluation. The device was visually evaluated. The needle was examined for attributes defects and none were found.